Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a diagnostics problem, with 16 - parity error count in log, 4 - parity error index on (B)(4)-2011 in the timeframe between 09:56:47 and 09:59:17.

Event description:
It was reported that patient felt "vibration" from the device. Discussed possibility of power on reset because patient had recent radiation treatment. A device interrogation showed invalid data in the diagnostics. The device is still in use. No patient complications have been reported as a result of this event.